Event description:
The customer mother reported that the customer had a reservoir issue on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer mother was not satisfied in how they handle the low blood glucose issue. The customer was advised by the technician they took the complaint that no RMA was set to for the reservoir and it would be thrown away. The customer mother was advised to address the dissatisfaction reported to the helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.